Event description:
A caller reported a cartridge alarm 30 that occurred during the load process. The customer's blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact. The customer successfully replaced the cartridge and infusion sets, resumed insulin therapy, and requested replacements for the used items. The issue was resolved without further complications.